Event description:
While counting for a spine procedure, it was noted that the ortho backpack had an extra small sponge in it. The extra sponge was passed off and the correct number (pack of 5) remained on the table for the procedure. Rep notified of this ongoing quality control issue which poses a significant risk to patient safety (for retained items). Manufacturer response for ortho surgical pack, ortho backpack (per site reporter).